Event description:
It was reported that the patient had an x-ray performed which showed a broken lead.

Manufacturer narrative:
Exact date unknown, event occurred a month ago.

Event description:
It was reported that the patient had an x-ray performed which showed a broken lead. Additional information was received that the patients leads had high impedances. The patient will undergo revision procedure. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7091488.

Event description:
It was reported that the patient had an x-ray performed which showed a broken lead. Additional information was received that the patients leads had high impedances. The patient will undergo revision procedure.